Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 20 mmol/l. The customer treated the high blood glucose via manual injection. The customer stated the device was exposed to fluid. The customer was in a pool when the critical pump error went off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.